Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient had syncope and required external cardioversion. Loss of capture and loss of sensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.